Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 07/15/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 07/15/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the keypad cover was peeling off the pump at the ok button. (B)(6).